Event description:
At the end of procedure in CT patient's o2 sat decreased and hr decreased. Found pt disconnected from the transport ventilator. The ventilator did not alarm. Pt went into pea. CPR began. Pt ambued with o2 and peep valve. Code blue called. Patient achieved rosc (return of spontaneous circulation) within 2 minutes. O2 sat increased to 99%. Pt ambued while transporting to ICU. Placed on pb 980 ventilator upon arriving in ICU.